Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Investigation in process note: manufacturer contacted customer in a follow-up call on 13-jul-2021 to ensure the replacement product resolved the initial concern - able to establish contact with customer. Customer is satisfied with the new replacement.

Event description:
Consumer reported complaint for open vial of ketone test strips. Customer stated she had purchased 100 count (two vials) of the ketone test strips, and that the lid on one of the vials had been open. The customer did not indicate the box had appeared to be tampered with when received. Customer did not perform any tests using this vial. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 09-aug-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed. No abnormalities observed. Defect found on returned strips: physical defect of strips; discolored grey pads. No further investigation required. Rc-078: improperly shipped.